Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e726 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot e726 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, blood pump error alarm, photoactivation module leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer has called to report a blood leak that occurred in the photoactivation chamber. Customer stated a blood pump alarm has occurred approximately halfway through photoactivation. The blood leak was observed when the customer went to open the chamber door. The patient was in stable condition and asymptomatic. A bolus of saline was administered as a preventative measure. No adverse events were reported. No product will be returned, therefore no further actions needed.